Event description:
It was reported that the zimmer meshgraft ii doesn't completely mesh skin. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device is 25 years old and was last returned to the MFR for repair on 08/30/2012. Previous repair was for preventative maintenance and included a new cutter and roller. Upon arrival, unit was evaluated and displayed a very rough turning cutter and roller. It was determined that the collar for the cutter was gouged, likely causing the cutter to turn very hard. Calibration check displayed the device was within calibration. Improper handling by the customer most likely caused the damage to the device which most likely contributed to the customer's event. The device was serviced and returned to the customer.